Manufacturer narrative:
Per tandem's user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was using off-label insulin, though they did not believe this to be a factor. The customer reverted to an alternate method of insulin therapy.